Manufacturer narrative:
G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings h3: product analysis: evaluation confirmed the device was overheating. The likely cause of failure was due to lose bearing at distal tube. However, it was also noted that the vague tube and base markings were need etching. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the attachment was overheating. There was no patient impact reported. Additional information received on evaluation stated that the bearings were loose at distal tube made this event reportable.